Event description:
Tever was performed for an aneurysm in the descending aorta. A relay plus device (28m336145362490u, j170217065) was deployed first and the relay plus (28m340195402590u, 1904030134) was deployed so that the device was partially overlapped. Angiography performed and endoleak from slightly proximal part of the overlapped part was observed. Type iiia endoleak was suspected and angiography inside the device was performed. As endoleak from same part was still observed, the device was suspected to be broken (endoleak type iiib or type IV). Then a balloon was used throughout the device, but endoleak was still observed. When the device was being delivered, dissection occurred in the right common iliac artery and a bare stent was used. As only two grafts are covered by insurance in tever generally, the procedure was completed at this point. CT is scheduled to be taken one week and one month after the surgery and additional treatment will be performed if endoleak is still observed. The surgeon could not determine if the incident was endoleak type iiib or IV. Patient outcome: email received from terumo corporate on (B)(6) 2021: "we got below information via our sales rep. On february 2nd, CT performed, and no leak was observed. Under the condition, the physician determined that the incident was type IV endoleak. The patient is usual condition and no additional treatment is planned. Unfortunately, no CT images/angiograms could be obtained."

Event description:
Tever was performed for an aneurysm in the descending aorta. A relay plus device (28m336145362490u, j170217065) was deployed first and the relay plus (28m340195402590u, 1904030134) was deployed so that the device was partially overlapped. Angiography performed and endoleak from slightly proximal part of the overlapped part was observed. Type iiia endoleak was suspected and angiography inside the device was performed. As endoleak from same part was still observed, the device was suspected to be broken (endoleak type iiib or type IV). Then a balloon was used throughout the device, but endoleak was still observed. When the device was being delivered, dissection occurred in the right common iliac artery and a bare stent was used. As only two grafts are covered by insurance in tever generally, the procedure was completed at this point. CT is scheduled to be taken one week and one month after the surgery and additional treatment will be performed if endoleak is still observed. The surgeon could not determine if the incident was endoleak type iiib or IV. Patient outcome: "unknown."